Event description:
The health care provider confirmed that the cause of the event was unknown. No hospitalization was required. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2013, (B)(4): it was reported that the patient could not get their battery to charge. The battery ran out about noon the day prior to this report. The patient had no stimulation. The recharger screen displayed a battery that was described as the recharger battery. The plug icon was visible when the recharger was plugged into the wall. The recharger battery appeared full. Recharger would beep 3 times and show a "reposition antenna" screen. Patient used patient programmer and was able to sync and see appropriate programming but patient did not see a battery indicator even though there was space where it should have been. The patient had not seen any low battery indicators. The patient noticed the problem after falling asleep with the device on. A new recharger was needed. Additional information received reported the patient was unable to adjust stimulation. There was a call your doctor icon displayed. A power on reset (por) condition occurred. The patient got their implantable neurostimulator (ins) fully charged earlier when they meet with a manufacturing representative. The patient was seeing a por warning message. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 3550-39, lot# n345204, implanted: (B)(6) 2012: product type accessory; product ID 355531, lot # n347326, implanted: (B)(6) 2012: product type screening device; product ID 37744, serial# (B)(4): product type programmer; patient product ID 37744, serial# (B)(4): product type programmer. (B)(4).